Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b21, c21, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. Images were received and will be evaluated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, an 84-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) as a shunt prosthesis in the left upper arm for dialysis. The acuseal graft was tunneled with a tunneler (bard) and sewn with surgipro¿ 6-0 (medtronic). On (B)(6) 2024, a revision had to be performed because of a dysfunction of the acuseal graft. A thrombectomy with a fogarty catheter 3 (edwards lifesciences) was performed. After the thrombectomy it was detected that the inner layer of the acuseal graft had peeled off at a area of 10 cm. Covera¿ vascular covered stents (bard) were implanted in the acuseal graft to restore the normal bloodflow. On (B)(6) 2024, the delaminated part of the acuseal graft was replaced with a 6mm x 40cm gore-tex® stretch vascular graft because of recurrent dysfunction. On (B)(6) 2024, a balloon angioplasty was performed for flow problems in the prosthesis. On (B)(6) 2024, a thrombus was surgically aspirated during a shunt occlusion. On (B)(6) 2024, a central venous catheter (cvc) was implanted. On (B)(6) 2024, a native brachiocephalic fistula at the right arm was performed. The patient can currently be dialyzed through this fistula.

Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d15: a review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. Clinical images were returned for evaluation. The imaging evaluation could not confirm the product. The provided images appeared consistent with flow disruption within a vascular graft.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H3 other; h6 codes b20, c20: the device remains implanted and was, therefore, not available for analysis. Clinical images were returned for evaluation. The imaging evaluation could not confirm the product. The provided images appeared consistent with flow disruption within a vascular graft but do not allow for confirmation of delamination.